Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic region /stabbing pain in pelvic region"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding"), optic neuritis ("bilateral optic nerve inflammation"), angle closure glaucoma ("vision/eye problems type: bilateral narrow angle closure requiring surgery/ bilateral narrow angle closure") and autoimmune thyroiditis ("hashimoto's thyroiditis") in a 40-year-old female patient who had essure (batch no. A64633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure was placed at the same time as ablation, outside this office.". The patient's medical history included hypomenorrhoea, irritable bowel syndrome, tiredness, adenomyosis, perineal pain, dysfunctional uterine bleeding, disorder gastrointestinal, vaginal bleeding, menorrhagia, dysmenorrhea, migraine and headache. Concurrent conditions included urinary frequency, urgency urination, hematuria, giddiness, follicular cyst of ovary, yeast infection and genital discharge abnormality. Concomitant products included alprazolam (xanax) from 2016 to 2018, hydrocodone bitartrate;paracetamol (norco) since 2016, ibuprofen, loratadine, meloxicam (mobic) from 2013 to 2014, nabumetone (relafen) from 2014 to 2015, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophene), spironolactone (spiractin), tramadol since 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and venlafaxine hydrochloride (effexor) from 2014 to 2015. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), angle closure glaucoma (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), fibromyalgia ("autoimmune issues :, fibromyalgia"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea"), constipation ("constipation") and methylenetetrahydrofolate reductase gene mutation ("mthfr gentic mutation"). In 2015, the patient experienced kidney infection ("infection (other) describe: kidney infections"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), headache ("headaches"), back pain ("back pain"), tooth disorder ("dental issues"), henoch-schonlein purpura ("henoch schonlein purnura vasculitis rash"), nausea ("nausea"), alopecia ("hair loss"), arthralgia ("joint pain overall "), toothache ("toothaches"), dizziness ("dizzy spell"), tinnitus ("buzzing /ringing in ears"), dysgeusia ("metallic taste in mouth") and dermal cyst ("tritchilemmal cyst"). The patient was treated with surgery (endometrial ablation. And total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dizziness, tinnitus and dysgeusia had resolved, the menorrhagia, genital haemorrhage, optic neuritis, angle closure glaucoma, autoimmune thyroiditis, fibromyalgia, headache, fatigue, back pain, depression, anxiety, tooth disorder, vaginal haemorrhage, kidney infection, henoch-schonlein purpura, migraine, nausea, dysmenorrhoea, abdominal distension, diarrhoea, constipation, alopecia, arthralgia, methylenetetrahydrofolate reductase gene mutation and dermal cyst outcome was unknown and the dyspareunia and toothache was resolving. The reporter considered abdominal distension, alopecia, angle closure glaucoma, anxiety, arthralgia, autoimmune thyroiditis, back pain, constipation, depression, dermal cyst, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, henoch-schonlein purpura, kidney infection, menorrhagia, methylenetetrahydrofolate reductase gene mutation, migraine, nausea, optic neuritis, pelvic pain, tinnitus, tooth disorder, toothache and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: constipation, dysmenorrhea(menstrual cramps), dizzy spells, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received. Events added: hashimoto's thyroiditis, mthfr gentic mutation, tritchilemmal cyst. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain /pelvic region /stabbing pain in pelvic region"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding"), optic neuritis ("bilateral optic nerve inflammation") and angle closure glaucoma ("vision/eye problems type: bilateral narrow angle closure requiring surgery") in a 40-year-old female patient who had essure (batch no. A64633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure was placed at the same time as ablation, outside this office.". The patient's medical history included hypomenorrhoea, irritable bowel syndrome, tiredness, adenomyosis, perineal pain and dysfunctional uterine bleeding. Concurrent conditions included urinary frequency, urgency urination, hematuria, giddiness, follicular cyst of ovary, yeast infection and genital discharge abnormality. Concomitant products included alprazolam (xanax) from 2016 to 2018, hydrocodone bitartrate;paracetamol (norco) since 2016, ibuprofen, loratadine, meloxicam (mobic) from 2013 to 2014, nabumetone (relafen) from 2014 to 2015, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophene), spironolactone (spiractin), tramadol since 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and venlafaxine hydrochloride (effexor) from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2015, the patient experienced kidney infection ("infection (other) describe: kidney infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), angle closure glaucoma (seriousness criterion medically significant), fibromyalgia ("autoimmune issues :, fibromyalgia"), headache ("headaches"), fatigue ("fatigue"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety"), tooth disorder ("dental issues"), henoch-schonlein purpura ("henoch schonlein purnura vasculitis rash"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea"), constipation ("constipation"), alopecia ("hair loss"), arthralgia ("joint pain overall "), toothache ("toothaches"), dizziness ("dizzy spell"), tinnitus ("buzzing /ringing in ears") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (endometrial ablation. And total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dizziness, tinnitus and dysgeusia had resolved, the menorrhagia, genital haemorrhage, optic neuritis, angle closure glaucoma, fibromyalgia, headache, fatigue, back pain, depression, anxiety, tooth disorder, vaginal haemorrhage, kidney infection, henoch-schonlein purpura, migraine, nausea, dysmenorrhoea, abdominal distension, diarrhoea, constipation, alopecia and arthralgia outcome was unknown and the dyspareunia and toothache was resolving. The reporter considered abdominal distension, alopecia, angle closure glaucoma, anxiety, arthralgia, back pain, constipation, depression, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, henoch-schonlein purpura, kidney infection, menorrhagia, migraine, nausea, optic neuritis, pelvic pain, tinnitus, tooth disorder, toothache and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: constipation, dysmenorrhea(menstrual cramps), dizzy spells, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-dec-2018: quality-safety evaluation of product technical complaints. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated through my fallopian tube'), device expulsion ('coils had perforated through my fallopian tube and was stabbing into the side of my uterus'), pelvic pain ('pain /pelvic region /stabbing pain in pelvic region'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding'), metal poisoning ('essure causes heavy metal toxicity in the body'), chemical poisoning ('its the toxic chemicals in the coils that makes us sick, not just the nickel'), rheumatoid arthritis ('rheumatoid arthritis'), optic neuritis ('bilateral optic nerve inflammation'), angle closure glaucoma ('vision/eye problems type: bilateral narrow angle closure requiring surgery/ bilateral narrow angle closure') and autoimmune thyroiditis ('hashimoto's thyroiditis/ autoimmune diseases/ autoimmune issues') in a 40-year-old female patient who had essure (batch no. A64633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure was placed at the same time as ablation, outside this office.". The patient's medical history included hypomenorrhoea, irritable bowel syndrome, tiredness, adenomyosis, perineal pain, dysfunctional uterine bleeding, disorder gastrointestinal, vaginal bleeding, menorrhagia, dysmenorrhea, migraine and headache. Concurrent conditions included urinary frequency, urgency urination, hematuria, giddiness, follicular cyst of ovary, yeast infection and genital discharge abnormality. Concomitant products included nortriptyline for urinary frequency as well as alprazolam (xanax) from 2016 to 2018, diclofenac, hydrocodone bitartrate;paracetamol (norco) since 2016, hydroxychloroquine, ibuprofen, loratadine, meloxicam, meloxicam (mobic) from 2013 to 2014, nabumetone (relafen) from 2014 to 2015, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophene), prednisone from 2017 to 2019, spironolactone (spiractin), tramadol since 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and venlafaxine hydrochloride (effexor) from 2014 to 2015. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ feeling tired"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("I bled lightly most of the time in addition to monthly periods"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea") and constipation ("constipation"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"). In (B)(6) 2013, the patient experienced angle closure glaucoma (seriousness criterion medically significant). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune issues :, fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and methylenetetrahydrofolate reductase gene mutation ("mthfr gentic mutation"). In (B)(6) 2013, the patient experienced henoch-schonlein purpura ("henoch schonlein purnura vasculitis rash/ every type of rash"). In (B)(6) 2015, the patient experienced kidney infection ("infection (other) describe: kidney infections"). On (B)(6) 2017, the patient experienced dermal cyst ("tritchilemmal cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), chemical poisoning (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), headache ("headaches/ headache increased after essure"), back pain ("back pain"), tooth disorder ("dental issues"), nausea ("nausea"), alopecia ("hair loss/ my scalp hair began falling out the same wek that I developed henoch and schonlein purpura vasculitis and it hasnt grown back"), arthralgia ("joint pain overall/ joint pain"), toothache ("toothaches"), dizziness ("dizzy spell"), the first episode of tinnitus ("buzzing /ringing in ears"), dysgeusia ("metallic taste in mouth"), scar ("scar tissue"), pollakiuria ("always feeling like I had to pee, and getting up to many times in the night to pee"), tremor ("I had tremors so bad"), mouth ulceration ("mouth ulcers"), anger ("anger"), ocular discomfort ("pressure under eyes"), emotional disorder ("emotional problems/ emotional trauma of loosing hair and teeth"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), the second episode of tinnitus ("buzzing in ears"), acne ("pimples on my scalp"), polycystic ovaries ("I have pcos"), malaise ("feeling sick and tired"), libido increased ("I had my libido back"), insomnia ("insomnia"), palpitations ("heart palpitations") and abdominal pain lower ("lower abdominal pain") and was found to have quality of life decreased ("I have given up on having quality of life"). The patient was treated with surgery (endometrial ablation. And total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, metal poisoning, chemical poisoning, rheumatoid arthritis, optic neuritis, angle closure glaucoma, autoimmune thyroiditis, fibromyalgia, headache, fatigue, back pain, depression, anxiety, tooth disorder, vaginal haemorrhage, kidney infection, henoch-schonlein purpura, dysmenorrhoea, abdominal distension, diarrhoea, constipation, alopecia, arthralgia, methylenetetrahydrofolate reductase gene mutation, dermal cyst, scar, pollakiuria, tremor, mouth ulceration, anger, ocular discomfort, emotional disorder, feeling abnormal, acne, polycystic ovaries, malaise, quality of life decreased, libido increased, insomnia, abdominal pain lower and metrorrhagia outcome was unknown and the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia, toothache, dizziness, dysgeusia, vision blurred and the last episode of tinnitus had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anger, angle closure glaucoma, anxiety, arthralgia, autoimmune thyroiditis, back pain, chemical poisoning, constipation, depression, dermal cyst, device expulsion, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, henoch-schonlein purpura, insomnia, kidney infection, libido increased, malaise, menorrhagia, metal poisoning, methylenetetrahydrofolate reductase gene mutation, metrorrhagia, migraine, mouth ulceration, nausea, ocular discomfort, optic neuritis, palpitations, pelvic pain, pollakiuria, polycystic ovaries, quality of life decreased, rheumatoid arthritis, scar, tooth disorder, toothache, tremor, vaginal haemorrhage, vision blurred, the first episode of tinnitus and the second episode of tinnitus to be related to essure. The reporter commented: patient need for additional surgery. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: constipation, dysmenorrhea(menstrual cramps), dizzy spells, joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events coils had perforated through my fallopian tube, stabbing into the side of my uterus, scar tissue, always feeling like I had to pee, essure causes heavy metal toxicity in the body, I had tremors so bad, toxic chemicals in the coils that makes us sick, mouth ulcers, anger, pressure under eyes, rheumatoid arthritis, emotional problems, brain fog, henoch shonlein purpura, blurred vision, buzzing in my ears, I have pcos, feeling sick and tired, I have given up on having quality of life, I had my libido back, heart palpitations, insomnia, lower abdominal pain were added. Reporters and concomitant drugs were added. On (B)(6) 2019: follow-up 4 & 5 processed together. Pfs received: new event I bled lightly most of the time in addition to monthly periods. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils had perforated through my fallopian tube'), device expulsion ('coils had perforated through my fallopian tube and was stabbing into the side of my uterus'), pelvic pain ('pain /pelvic region /stabbing pain in pelvic region'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding'), metal poisoning ('essure causes heavy metal toxicity in the body'), chemical poisoning ('its the toxic chemicals in the coils that makes us sick, not just the nickel'), rheumatoid arthritis ('rheumatoid arthritis'), optic neuritis ('bilateral optic nerve inflammation'), angle closure glaucoma ('vision/eye problems type: bilateral narrow angle closure requiring surgery/ bilateral narrow angle closure') and autoimmune thyroiditis ('hashimoto's thyroiditis/ autoimmune diseases/ autoimmune issues') in a 40-year-old female patient who had essure (batch no. A64633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "essure was placed at the same time as ablation, outside this office.". The patient's medical history included hypomenorrhoea, irritable bowel syndrome, tiredness, adenomyosis, perineal pain, dysfunctional uterine bleeding, disorder gastrointestinal, vaginal bleeding, menorrhagia, dysmenorrhea, migraine and headache. Concurrent conditions included urinary frequency, urgency urination, hematuria, giddiness, follicular cyst of ovary, yeast infection and genital discharge abnormality. Concomitant products included nortriptyline for urinary frequency as well as alprazolam (xanax) from 2016 to 2018, diclofenac, hydrocodone bitartrate;paracetamol (norco) since 2016, hydroxychloroquine, ibuprofen, loratadine, meloxicam, meloxicam (mobic) from 2013 to 2014, nabumetone (relafen) from 2014 to 2015, oxymetazoline hydrochloride (claritin allergic), paracetamol (acetaminophene), prednisone from 2017 to 2019, spironolactone (spiractin), tramadol since 2016, transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and venlafaxine hydrochloride (effexor) from 2014 to 2015. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ feeling tired"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("I bled lightly most of the time in addition to monthly periods"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), diarrhoea ("diarrhea") and constipation ("constipation"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse"). In (B)(6) 2013, the patient experienced angle closure glaucoma (seriousness criterion medically significant). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune issues :, fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and methylenetetrahydrofolate reductase gene mutation ("mthfr gentic mutation"). In (B)(6) 2013, the patient experienced henoch-schonlein purpura ("henoch schonlein purnura vasculitis rash/ every type of rash"). In january 2015, the patient experienced kidney infection ("infection (other) describe: kidney infections"). On (B)(6) 2017, the patient experienced dermal cyst ("tritchilemmal cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), chemical poisoning (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), headache ("headaches/ headache increased after essure"), back pain ("back pain/throbbing pain in lower back/aching in lower back"), tooth loss ("dental issues/losing teeth"), nausea ("nausea"), alopecia ("hair loss/ my scalp hair began falling out the same wek that I developed henoch and schonlein purpura vasculitis and it hasnt grown back"), arthralgia ("joint pain overall/ joint pain/all my joints ache all the time"), toothache ("toothaches"), dizziness ("dizzy spell"), the first episode of tinnitus ("buzzing /ringing in ears"), dysgeusia ("metallic taste in mouth"), scar ("scar tissue"), pollakiuria ("always feeling like I had to pee, and getting up to many times in the night to pee"), tremor ("I had tremors so bad"), mouth ulceration ("mouth ulcers"), anger ("anger"), ocular discomfort ("pressure under eyes"), emotional disorder ("emotional problems/ emotional trauma of loosing hair and teeth"), feeling abnormal ("brain fog"), vision blurred ("blurred vision"), the second episode of tinnitus ("buzzing in ears"), acne ("pimples on my scalp"), polycystic ovaries ("I have pcos"), malaise ("feeling sick and tired"), libido increased ("I had my libido back"), insomnia ("insomnia"), palpitations ("heart palpitations"), abdominal pain lower ("lower abdominal pain"), burning sensation ("burning 24/7 in the lower back"), eye inflammation ("inflammation of the eyes"), vaginal discharge ("vaginal discharge"), rash papular ("I get pimples on my scalp") and rash ("autoimmune rash") and was found to have quality of life decreased ("I have given up on having quality of life"). The patient was treated with surgery (endometrial ablation. And total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, metal poisoning, chemical poisoning, rheumatoid arthritis, optic neuritis, angle closure glaucoma, autoimmune thyroiditis, fibromyalgia, headache, fatigue, back pain, depression, anxiety, tooth loss, vaginal haemorrhage, kidney infection, henoch-schonlein purpura, dysmenorrhoea, abdominal distension, diarrhoea, constipation, alopecia, arthralgia, methylenetetrahydrofolate reductase gene mutation, dermal cyst, scar, pollakiuria, tremor, mouth ulceration, anger, ocular discomfort, emotional disorder, feeling abnormal, acne, polycystic ovaries, malaise, quality of life decreased, libido increased, insomnia, abdominal pain lower, metrorrhagia, burning sensation, eye inflammation, vaginal discharge, rash papular and rash outcome was unknown and the pelvic pain, genital haemorrhage, migraine, nausea, dyspareunia, toothache, dizziness, dysgeusia, vision blurred and the last episode of tinnitus had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, anger, angle closure glaucoma, anxiety, arthralgia, autoimmune thyroiditis, back pain, burning sensation, chemical poisoning, constipation, depression, dermal cyst, device expulsion, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, eye inflammation, fallopian tube perforation, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, henoch-schonlein purpura, insomnia, kidney infection, libido increased, malaise, menorrhagia, metal poisoning, methylenetetrahydrofolate reductase gene mutation, metrorrhagia, migraine, mouth ulceration, nausea, ocular discomfort, optic neuritis, palpitations, pelvic pain, pollakiuria, polycystic ovaries, quality of life decreased, rash, rash papular, rheumatoid arthritis, scar, tooth loss, toothache, tremor, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of tinnitus and the second episode of tinnitus to be related to essure. The reporter commented: patient need for additional surgery concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: constipation, dysmenorrhea(menstrual cramps), dizzy spells, joint pain. Concerning the injuries reported in this case, following ones were described in patients social media: burning sensation, eye inflammation, vaginal discharge, rash popular and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events added: burning 24/7 in the lower back, inflammation of the eyes, vaginal discharge, I get pimples on my scalp and autoimmune rash. Event clubbed: back pain/throbbing pain in lower back/aching in lower back and joint pain overall/ joint pain/all my joints ache all the time. Event clubbed and pt term updated: dental issues/losing teeth. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), back pain ("back pain"), depression ("depression"), anxiety ("anxiety") and tooth disorder ("dental issues"). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, headache, fatigue, back pain, depression, anxiety and tooth disorder outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, fatigue, genital haemorrhage, headache, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.